Manufacturer narrative:
Block h6. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of inflation problem. Device code a1401 is being used to capture the reportable event of deflation problem. Block h11. The returned orbera balloon was analyzed. The device was returned deflated where it can be observed that the balloon was colored blue, most likely it was filled with methylene blue. Additionally, is possible identify a large hole in the balloon (torn longitudinal). Also, the customer provided a picture where it can be observed the balloon is deflated and colored green into the patient anatomy. Based on the evidence provided, the reported codes of "balloon deflated" and "use of device issue - user error" can be confirmed. Nonetheless, it is not possible to confirm the reported event of "balloon spontaneous inflation". The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. According to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon deflated, balloon spontaneous inflation, pain, discomfort and vomiting. Based on the information provided the use of a dye to fill the balloon is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. For the as reported events of balloon deflated, balloon spontaneous inflation, pain, discomfort and vomiting these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the event endoscopic procedure, this happened during the procedure, and the most probable cause of that reported issue cannot be established due to lack of evidence. For the issue identified during the product analysis, balloon torn longitudinal, is assigned a most probable conclusion code of "adverse event related to procedure". Most likely, procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device all compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on an unknown date. During ongoing use of the device, the patient experienced vomiting and pain. Based on the information provided, the balloon was found to be hyperinflated. An endoscopic procedure was performed on (B)(6) 2025, during which the balloon was observed to be deflated. The balloon was removed and replaced with a new one. The patient was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Device code a1406 is being used to capture the reportable event of inflation problem. Device code a1401 is being used to capture the reportable event of deflation problem.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on an unknown date. During ongoing use of the device, the patient experienced vomiting and pain. Based on the information provided, the balloon was found to be hyperinflated. An endoscopic procedure was performed on (B)(6) 2025, during which the balloon was observed to be deflated. The balloon was removed and replaced with a new one. The patient was reported to be fully recovered.